Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint esheath+ material deficiencies was confirmed based on evaluation of the returned device. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, ''after unpacking the esheath+, material deficiencies were observed at the tip of the sheath. A new esheath+ was used to continue with the procedure''. Evaluation of the returned device showed buildup of material at the esheath distal end. Ftir analysis performed on the isolated material during product evaluation revealed similar absorption characteristics to polyvinylpyrrolidone. Polyvinylpyrrolidone is one of the main components of hydrophilic coating. Red dye testing was also performed on the returned device and showed that the sheath shaft could have been subject to physical interactions, leading to displacement of the hydrophilic coating along the shaft. However, a definite root cause is unable to be determined at this time. An awareness communication was previously conducted as part of the investigation for related complaint as a precautionary measure. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. A product risk assessment (pra) was previously initiated for further investigation and risk assessment relating to hydrophilic coating flaking. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. Before procedure, after unpacking the esheath+, material deficiencies were observed at the tip of the sheath. A new esheath+ was used to continue with the procedure. On pre-decontamination evaluation, it was observed that the distal tip of the esheath+ was missing part of the hydrophilic coating.